Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition the jaw was not broken as reported. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that during a laparoscopy node dissection, after just using it a couple bites the tips broke per the surgeon. Case completed with another device of the same product code. There were no patient consequences reported.